Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this defibrillator presented with fever and chills. The patient was found to be experiencing sepsis. The patient was admitted to the hospital and intravenous antibiotics were administered. The patient's implanted system remains in service. No additional adverse patient effects were reported.